Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot and fall-off tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary; device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the ECG electrode a and b complex and the front therapy electrode (te) was pulled from the front te. The cause of the pulse lead hi-pot and fall-off test failures is the detached cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.